Manufacturer narrative:
This is one of two initial MDR report being submitted for this complaint, with associated manufacture report numbers of 1058196-2016-00063. (B)(4). The product is expected to be returned for analysis; however it has not been received. A device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by the health care professional, during a stent assisted coil embolization of a posterior communicating artery aneurysm, resistance was experienced when advancing the enterprise stent through the prowler select plus microcatheter. The physician was then unable to deploy the stent after placing the stent at the lesion. The stent was withdrawn along with the microcatheter; a new stent and microcatheter were used to complete the procedure. There was no report of patient injury. There was no reported delay in the procedure

Manufacturer narrative:
This is one of two final report submitted for this complaint with associated manufacturing report number of 1058196-2016-00063. The enterprise stent was received inside of a plastic bag inside of gauze. The stent was inspected under vision system and no anomalies were noted. The functional analysis could not be performed as the delivery wire and introducer were not returned for evaluation. The stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. A review of the device history records relative to the manufacturing, inspecting and packaging of this complaint involved lot # 10512789 was performed. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with internal receiving inspection records for the stents issued to the complaint lot. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as not being able to deploy the stent could not be evaluated as the stent was received deployed; also the resistance experienced when advancing the stent through the microcatheter could not be evaluated as the delivery wire was not returned for evaluation. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; handling and procedural factors could have contributed to this condition. No corrective action will be taken at this time. The complaint of the deployment difficulty and the resistance experienced with the enterprise stent could not be confirmed as the stent was returned deployed, also the delivery wire and the introducer were not returned. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Review of the information suggests that handling and procedural factors may have contributed to the event. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
This is follow-up MDR report being submitted for this complaint, with associated manufacture report numbers of 1058196-2016-00063. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4). Product received on 29mar16.

Event description:
As reported by the health care professional, during a stent assisted coil embolization of a posterior communicating artery aneurysm, resistance was experienced when advancing the enterprise stent through the prowler select plus microcatheter. The physician was then unable to deploy the stent after placing the stent at the lesion. The stent was withdrawn along with the microcatheter; a new stent and microcatheter were used to complete the procedure. There were no damages noted on the stent or the microcatheter prior to use or after removal. An adequate continuous flush was maintained through the catheter. There was no report of patient injury. There was no reported delay in the procedure. No further information is available.